Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, the hinge pin backed out and loosened causing the possible need for a future revision procedure.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that the reported device has been previously reported under MFR 0001822565-2018-01728.